Manufacturer narrative:
Product event summary: analysis confirmed the reported issue. After re-imaging the hard drive this corrected the issue. The software was then updated and the programmer passed final testing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer overheated. The programmer was returned for servicing. The event occurred during setup and prior to use so there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.